Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital and her blood glucose kept dropping. The caller requested assistance with lowering the basal rate. Advised the customer that she needs to run a temp basal, but it cannot get it below the 0.025 if she is going to run a temp basal using the units. No further information was provided.